Event description:
It was reported that pump experienced malfunction that showed a malfunction code and could not be turned off or reset despite multiple attempts, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer removed case from pump and followed instructions to use mobile app so pump information could be uploaded, planned to use multiple daily injections as backup therapy, and was provided replacement pump and out-of-warranty loaner support by technical support.